Manufacturer narrative:
The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device was used for hemostasis after the procedure of stenting in common iliac artery (cia). After the procedure, rebleeding from the puncture site occurred. Hemostasis was achieved by placing a stentgraft (viabahn, gore) at the puncture site. It was unknown how long after the procedure the rebleeding occurred. The physician assumed that the anchor might have caught due to calcification around the puncture site. Estimated blood loss was less than 250cc's. There was no serious health damage. The patient has recovered. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site and the vessel diameter were unknown. Patient required non-surgical intervention due to the event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for bleeding since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The relationship of the device to the reported event cannot be substantiated based on available information. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).